Event description:
It was reported to medtronic neurosurgery that the vp shunt was implanted into the patient eight years ago and was working well for the them. For the past year the shunt was not working as well and the patient's physician suspected that the shunt was obstructed. The shunt was revised on (B)(6) 2014 and it was found in the revision surgery that the peritoneal catheter was obstructed. The obstruction was cleared and the catheter was reimplanted. It was also reported that the patient has a normal current status.

Manufacturer narrative:
A proteinaceous substance was received. No product was returned. The origin of the proteinaceous debris is unknown. The instructions for use that accompany the device indicate that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.